Event description:
A sales rep. Called to report that the customer was hospitalized for dka. It was stated that the customer's doctor called and requested a replacement pump. Also it was informed that after the customer started throwing up they called 911. It was indicated that the customer has been with nausea for two days prior the admission and has not been eating. The customer was placed on an insulin drip and IV fluids when admitted, later it was reduced to saline. It was indicated that the customer's bg levels were high and the customer was placed back on an insulin drip. The customer mentioned that the pump was working fine, but their bgs tested high. Later on, a nurse called and informed that the time on the pump was incorrect and it could not be determined when the pump was reset to the factory settings. The pump did not have an alarm history, prime history, or basal rates available. The pump passed the self-test.